Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On june 11, 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter displays error 2 message. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2010 (date and time not specified). In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, it is not known what action, if any, the patient took regarding her diabetes management as a result of the alleged issue. It is also not known if the patient tested with another device after the alleged issue began. The patient claimed that as a result of the alleged issue, she became shaky and fainted; however, it is unclear when the symptoms began. It is not specified how long the symptoms continued. It is also not specified what the patient did to alleviate her symptoms. Per csr documentation, during a doctor's office visit (date and time not known), the patient also claimed she received insulin from a health care professional (hcp) and specified "levimir 100 units a day and humalog". However, it is not known if the medication was administered at the time of the visit or if the hcp was prescribing new medications to the patient. At the time of troubleshooting, the csr noted that the patient did not follow the correct blood glucose testing procedure (per owner's booklet). Per csr documentation, the csr educated the patient on the correct blood glucose testing procedure as well as setting the correct code number on the subject meter, and the alleged issue was resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 7 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.